Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the pacemaker and right atrial lead exhibited noise over-sensing which resulted in episodes of inappropriate mode switch. Additionally, the right ventricular lead also showed noise oversensing. No intervention was performed. There were no patient consequences.